Manufacturer narrative:
(B)(4). Report source : foreign :spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental 3500a will be submitted.

Event description:
It was reported that the closure system of the battery cover was broken, and the battery fell over the surgery table. This event is related to a malfunction that could potentially lead to a sterility issue. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The device was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. DHR review was performed. Device was 9 months old and is not out of box failure. Device is used for treatment. A route cause can not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.